Event description:
On (B)(6) 2010, a customer reported that measurements for a lesion were different in magnified view versus regular view when measured in isite pacs using fuji cr magnification. Regular view shows the correct measurement. A lesion measured in isite pacs from siemens mammography dr unit equaled 10mm. The same lesion measured on standard view from fuji cr equaled 10mm and on magnification view from fuji cr equaled 16mm. Isite follows the dicom standard, section 10.7 - basic pixel spacing calibration macro when calculating measurements. Fuji is not sending any dicom information for magnification or correction of pixel spacing values to account for magnification in the magnified view images. There is a magnification value (0018, 1114) included in the non-magnified view of the fuji study.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version inhouse. Based on the available information at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process of obtaining additional information regarding this issue and the complaint is still under investigation.